Event description:
It was reported that the joystick for the m41sr20r power chair is worn out. Provider states that there is a lot of play in the joystick knob, so it is hard to get the chair to drive straight.